Event description:
The customer stated that he found liquid on the tray that holds detergents 1 and 2 when he went to do monthly maintenance on the cobas 4000 c (311) stand alone system. The customer then mentioned discrepant ise results for 1 patient sample tested for sodium (na), potassium (k) and chloride (cl). The initial na result was 124 mmol/l. The repeat result was 137 mmol/l. The initial k result was 4.15 mmol/l. The repeat result was 4.56 mmol/l. The initial cl result was 90.5 mmol/l. The repeat result was 100 mmol/l. The customer repeated the sample again and those results matched the repeat results. The initial results were reported outside of the laboratory. A corrected report was issued with the repeat results. The other results for this patient were fine. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and found a fluidic failure of the reagent pipetter tubing. The fse replaced the tubing. The customer ran calibration and qc with results within laboratory guidelines. The fse performed precision testing with results within specification. The last calibration performed by the customer on 31-dec-2018 showed high values for na. Qc results were acceptable. The customer inverted the patient sample 6-8 times and spun it for 10 minutes at 4400 rpm. Based on the type of sample tube the customer uses, the sample should be inverted 8-10 times and spun for 10 minutes between 1100 - 1300 g. The investigation determined the reagent pipetter tubing issue identified by the fse was the root cause of the event. The customer has not had any further issues since the service visit.